Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported this rv lead had sensing issues and the patient also experienced syncopal episodes. There was noise present and the cause was not able to be determined. The implant date was not provided.